Event description:
Patient's mother dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensor failed during sensor startup period and upon removal the wire remained sticking out of the skin. Patient's mother stated that the wire came out easily and was detached, not broken.